Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As all of the events occurred outside of the united states, information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>6</noe> malfunction events where erroneous results were generated by the cobas c501 analyzer. The events involved a total of 29 patients with the following: one erroneous result for glucose hk. One erroneous result for creatinine plus ver.2. One erroneous result for aspartate aminotransferase (ast). One erroneous result for albumin gen.2. One erroneous result for direct bilirubin gen 2. One erroneous result for lactate dehydrogenase ver 2. Ten erroneous results for alanine aminotransferase (alt). One erroneous result for total protein urine/csf gen.3. One erroneous result for digoxin result. Nineteen (19) erroneous results for ion selective electrode (ise) sodium. Nine erroneous results for ise potassium results. For one event, the patient was (B)(6) and for one other event, the patient was (B)(6). The other patients' ages were requested, but were not provided. For two events, the patient was male. The other patients' genders were requested, but were not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.